Event description:
The hospital reported that patient had noticed the infusion line leaking at the point just before the connector at the patient end. The infusion was stopped immediately and the patients skin was washed thoroughly with warm soapy water. The infusion line was changed and the patient's skin was monitored overnight with no indication of any reactions. The device was discarded at the time of this instance. ((B)(6)). The investigation report summary - the complaint identified as "leakage at the connection between tube and luer lock" . We did not receive a sample or a picture for investigation. A sample investigation could not be performed as we did not receive a complaint sample. We performed a visual inspection on all retain samples of the complained batch and could not find any non-conformity. Further we performed a free flow / tightness/particle test on one retain sample of complained batch and could not find any abnormalities. The investigation of our production documents did not show any deviation related to the complaint reason. Based on the investigation results, a root cause could not be determined.